Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 475 mg/dl. The customer was treated for high blood glucose with manual injection. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 475 mg/dl. The customer reported they are unable to troubleshoot at time of call because she ran out of sets changing them and went manual injections. The customer would like to return the set and reservoir for analysis. The customer reported the alarm occurred during manual prime. The customer was advised that we are sending emergency supplies.